Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a probable temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis, which preceded the patient¿s transition to hemodialysis (hd) for renal replacement therapy (rrt). The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. However, it is a well-known fact that individuals undergoing peritoneal dialysis (pd) for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
On 02/apr/2021, fresenius became aware (via a customer experience survey) this anonymous patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. As a result, the patient transitioned to outpatient hemodialysis (hd). Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Event description:
On 2/apr/2021, fresenius became aware (via a customer experience survey) this anonymous patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. As a result, the patient transitioned to outpatient hemodialysis (hd). Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
Correction:d4, plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.